Event description:
It was reported the pt's scs stimulation therapy stops intermittently and at times overstimulates the pt. Fluoroscopy imaging revealed the pt's octrode model lead is broken. Surgical intervention is planned at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.